Event description:
The reporter stated, the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's left (os) eye in 2007. The lens was explanted in 2008 due to excessive vaulting. The lens was exchanged for a shorter lens.

Manufacturer narrative:
.